Event description:
The manager, market development, trauma reported surgeon submitted a presentation, "nonunion" failure of a fracture to heal, failure of advancing healing for approval. It showcases ten pts, various collected cases on the topic of nonunions. Pt #6: this pt had four (4) revisions completed, broken out into procedures as follows: procedure #4: a female experienced a right femur fracture and had been revised from a nail to a blade plate on an unknown date. X-rays show the plate was bent and eventually broke, no screws were broken. The pt still had a non-union. Pt was returned to the operating room on an unknown date and was revised to another plate and screw construct. It cannot be verified if the product is synthes product.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.